Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the texium on the secondary tubing leaked at the connection. There was no report of patient harm.